Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Therefore, visual, functional and dimensional analysis could not be performed. Sheath liner tears have been previously investigated by edwards and documented in a technical summary. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of 181 patient complaint events for sheath liner tear were identified. A 174 devices showed no evidence of a manufacturing non-conformance. Seven complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. Scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. ·a 142 of 174 complaints (82%) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity · scratches/kinks: a 51/174 occurrences, or a rate of 29.3% · calcification/scratches/kinks: a 24/174 occurrences, or a rate of 13.8% · calcification/scratches/kinks/tortuosity: a 18/174 occurrences, or a rate of 10.3% based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. In this case, although a definitive root cause for the event could not be determined, patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) may have contributed to the liner tear. The vascular injury was likely caused by the liner tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this review. No corrective or preventative actions are required at this time.

Event description:
Post implant of a 23mm sapien 3 valve within a pre-existing surgical valve, the right axillary artery sheath was found to have ruptured. The sheath was removed and the right axillary artery had an intimal tear. A localized endarterectomy and circumferential re-anastomosis was performed with a running prolene suture and the incision was closed with absorbable sutures. The patient lost approximately 1000ml of blood and received a blood transfusion. The patient was discharged in stable condition.